Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: on investigation, the reported damaged battery compartment issue was verified. A battery compartment crack was observed to the left of the grip pad running from the threads. The powered up properly. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The pump has been returned and evaluated by product analysis lab on 01/13/2016.